Event description:
The surgery nurse of this hospital reported via our sales rep about the following event which occurred during the surgery to treat the fracture of a patient's zygomatic bone: she mentioned that the surgeon wanted to remove the screw which was placed close to the orbital bow. According to her information, he stated by x-ray before the planned removal of the screw that the lead of the screw was broken off. Allegedly, the x-ray which was taken after the primary insertion of the screw did not show any breakage. It was noted that the screw was explanted but it was not categorized as unanticipated revision surgery. We have not received any surgery reports or the mentioned x-rays.

Manufacturer narrative:
Investigation in process but not yet completed.